Event description:
It was reported that the tubing on the port access needle cracked. No other information was provided. (B)(6) 2020 - per air: "while at bedside, blood noted to be leaking from port. With further inspection, visible break in catheter tubing just about neutron cap noted. Immediately de-accessed, notified team, re-accessed with 22g x 3/4 inch needle and drew blood culture."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asduf028 showed three other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tubing on the port access needle cracked. No other information was provided.

Event description:
It was reported that the tubing on the port access needle cracked. No other information was provided. 5/01/2020 - per air: "while at bedside, blood noted to be leaking from port. With further inspection, visible break in catheter tubing just about neutron cap noted. Immediately de-accessed, notified team, re-accessed with 22g x 3/4 inch needle and drew blood culture."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asduf028 showed three other similar product complaint(s) from this lot number.